Event description:
It was reported the pt had difficulty recharging the ipg; the communication with the charging system was intermittent and slight movement would disrupt the charging process. A replacement charging system did not resolve the issue. F/u identified physician undertook surgical intervention to address the issue. It was reported the pt had significant scar tissue which had developed over the ipg. During the procedure, it was reported the septum over the set screw and separated from the ipg, which extended the procedure for 5 mins. The physician opted to replace the ipg. The pt received stimulation postoperative.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.